Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating a patient was admitted on (B)(6) 2017 with a history non-ischemic cardiomyopathy (nicm) status post destination therapy in (B)(6) 2014 and a recent admission for gastrointestinal bleeding (gi) who presented with recurrent hematochezia and now fatigue with dyspnea on exertion. In the emergency room (ER) he was hemodynamically normal, but his hematocrit was noted to be 23. His stool tested as hemoccult positive at the bedside. Two units of packed red blood cells (rbc) were ordered and are presently infusing as the patient arrives on our ward. Source not clear for recurrent bleeding. Capsule study suggested bleeding starting near distal ileum from prior admission, though colon prep was poor, while two lesions were treated, gastroenterologist (ge) was never confident since they had not seen his entire luminal surface. Contacted ge again and they have requested a tagged rbc study to localize the source of bleeding. This has been ordered and will guide management depending on results. Given recent normal proximal findings on capsule study, low suspicion for upper source, so will not intensify his regular proton pump inhibitor (ppi) therapy. No need for octreotide as he already had a depot shot 30 days prior. On (B)(6) 2017 tagged red blood cells scan yesterday demonstrated slow active bleeding near ascending colon. Hematocrit (hct) has improved with two units of packed rbcs. (B)(6) 2017 gastrointestinal procedure reported large clot burden seen in distal ascending colon. Underneath clot there is an active bleeding site, fresh red blood, also a small vascular lesion seen bleeding. This area is treated with epinephrine and two clips. Site observed with no further bleeding. Two small effervescent angioectasias seen in the ascending colon that was treated with endoclip, one required treatment with epinephrine. On (B)(6) 2017 patient started on heparin infusion. Patient was discharged on (B)(6) 2017, with monthly intramuscular (im) octreotide injections (last dose received (B)(6) 2017) device speed adjusted (decreased) to 2500, chlorothiazide 500 mg every day and bumetanide 4 mg twice a day. No further information available at this time.